Event description:
It was reported that during a routine pulse generator change out procedure, the device was exposed to electrocautery. When the device was removed from the pocket, the patient went asystolic. A temporary wire was placed and the patient regained a paced rhythm. The device was explanted and found to be in backup vvi operation. A new pulse generator was implanted without further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.